Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. The device history record did reveal issues or problems related to the reported symptom code(s). Inverter board replaced on (B)(6) 2021. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was dim during their peritoneal dialysis (pd) treatment. The screen brightness was set at 10. The cycler was rebooted but the screen remained dim. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.